Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a high blood glucose level of 490 mg/dl. Customer did not indicate how they treated the elevated blood glucose level with a manual injection of insulin. The customer was able to troubleshoot during the call. The customer reported that the infusion set cannula was not bent. Customer reported multiple no delivery alarms. Customer stated that they observed insulin exit the infusion set tubing after disconnecting at the quick release. The product is expected to be returned.